Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During surgery, when the surgeon was about to assemble the distal targeting device to g3 target arm, it was not possible to assemble it. Therefore, the surgeon used the radiolucent drill to do distal screw hole drilling. However, the drill bit broke when the surgeon did the drilling. The surgeon drilled the distal screw hole of the nail by the freehand technique.